Event description:
It was reported that the patient had phrenic nerve stimulation (pns) during left ventricular (lv) lead testing outputs had not changed considerably and all vectors were tried. The patient indicated feeling thumping and also chest pains. The lv lead was programmed off, but the chest pains and tightness were still present. The pns seemed to subside. Chest x-ray showed no anomalies. The cause of the chest pain is unknown. The patient was brought back to the clinic on (B)(6) 2025 to reprogram the lv lead back on; however, the patient continued to experience stimulation. The lv lead remains programmed off. No further information reported.